Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, the guidewire loop on a 5f exoseal vascular closure device (vcd) failed to change color and the plug deployment button could not be pressed at all. Multiple attempts were unsuccessful, and the device was withdrawn. Ten minutes of manual compression was used instead and there were no reported injuries to the patient. This was during a cerebral angiography procedure in which a right femoral artery puncture was performed. The blood return indicator showed cessation of blood flow. The device was stored and prepped per the instructions for use (IFU). The procedure used a retrograde approach. The patient¿s body mass index (bmi) was not greater than 40. The physician was certified in the use of the exoseal vascular closure device (vcd). No visible device or packaging damage was noted prior to use. One exoseal device was used. A 5f non-cordis sheath was used. Angiography confirmed the femoral artery's suitability including insertion angle; the vessel diameter was =5mm. No visible calcium, plaque, stent, or >50% stenosis was observed near the puncture site. The site had not been previously closed with any closure device or manual compression within 30 days, and no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm was reported. When attempting to depress the button, the button could not be depressed. No red color was observed in the indicator window during retraction. Additional details were requested but were not provided. A non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in its manufactured position and the indicator wire was found deployed. A 5f non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis a kink was observed during this analysis, located 4 cm apart from the distal tip. A deployment simulation evaluation was performed deploying the indicator wire. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then it was proceeded with the deployment lever full depression, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black/white/red position was obtained as well. Dimensional analysis was conducted in a portion of the delivery shaft near to the affected area to verify the outer diameter. The results obtained were found to be within specification. A high magnification microscopic evaluation was executed to evaluate the internal mechanism of the device. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed on the returned device since the functional analysis was completed and full window transition with successful plug deployment was achieved. The exact cause of the issue experienced could not be conclusively determined during analysis. Additionally, a kinked portion was observed on the delivery shaft. Based on the information available for review and product analysis, it is not possible to determine the factors that may have contributed to the no change to indicator reported, particularly since the device functioned as expected during analysis, with the indicator window changing positions appropriately. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Event description:
As reported, the plug deployment button on a 5f exoseal vascular closure device (vcd) could not be pressed at all. Multiple attempts were unsuccessful, and the device was withdrawn. Ten minutes of manual compression was used instead and there were no reported injuries to the patient. This was during a cerebral angiography procedure in which a right femoral artery puncture was performed. The blood return indicator showed cessation of blood flow, and the indicator window turned completely black prior to attempting to depress the plug deployment button. The device was stored and prepped per the instructions for use (IFU). The procedure used a retrograde approach. The patient¿s body mass index (bmi) was not greater than 40. The physician was certified in the use of the exoseal vascular closure device (vcd). No visible device or packaging damage was noted prior to use. One exoseal device was used. A 5f non-cordis sheath was used. Angiography confirmed the femoral artery's suitability including insertion angle; the vessel diameter was =5mm. No visible calcium, plaque, stent, or >50% stenosis was observed near the puncture site. The site had not been previously closed with any closure device or manual compression within 30 days, and no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm was reported. When attempting to depress the button, the guidewire loop failed to change color and the button could not be depressed. No red color was observed in the indicator window during retraction. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.